Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 42 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 2 of support, while in the intensive care unit, the patient experienced hemolysis. Urine output was dark red, labs were hemolyzing, and lactate dehydrogenase(ldh) was approximately 3,000. It was noted the patient had a small left ventricle. The decision was made to wean the device, which was done successfully and the device explanted that same day. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, anatomy, and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis issue could not be determined without sufficient clinical information and data log review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1 brand name updated. D9 device return date added.